Event description:
It was reported to boston scientific corporation that a uphold lite and an obtryx were implanted into the patient on (B)(6) 2015. The patient experienced complications, further surgery, and nonsurgical treatment.device 1 of 2 patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perin pain; anal pain; rect pain; pain inter; off vag dis; diff bowel; psych; surgical interventions: on (B)(6) 2015 the patient underwent further surgery for the following purpose: urinary tract was too tight.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.